Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received an scs sys on (B)(6) 2011. It was reported that the pt feels a 'thrusting' sensation when her ipg battery is getting low. A possible replacement is being discussed. No further info is available at this time.